Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The getinge service territory manager (stm) adjusted the drive regulators and helium manifold regulators to manufacturing specifications, then completed installation. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during initial installation of the cardiosave intra-aortic balloon pump (iabp) by a getinge service territory manager (stm) it was found that drive regulators and helium manifold regulator were out of specification. There was no patient involvement, thus no adverse event was reported.